Event description:
Additional information was received from a manufacturer representative (rep). Rep reports the patient came in for routine postop reprogramming appointment. At the time of the appointment the patient expressed discomfort/itching in their abdominal area. Rep reprogrammed the stimulation to make sure the therapy was not in an uncomfortable/itching area, and asked the patient to update them if the discomfort/itching continued or worsened. Rep has not heard from the patient since this appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they woke up on saturday morning and could not feel stimulation on their left side. Patient said they had not been able to sleep on the left side because if they laid on their left side, they would feel endless tingling; pt confirmed tingling was related to stimulation. Patient mentioned that they had a weird sensation in their stomach since they got the temporary unit placed on around jan 16. Pt said they woke up on jan 16 with their stomach hurting. Patient said their stomach was not hurting like it was at first when they awoke saturday morning. The lack of tingling when lying on left side and the stomach symptoms made pt think their ins was not turned on. Pt wanted help turning ins therapy on. During the call, the patient confirmed their therapy was on. Controller got stuck moment arily on the call. Patient switched from group b to group a. Patient increased therapy on group a and group b until they could feel the stimulation. Pt said they only felt stimulation in group b on right, but not left. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient (pt) via a patient letter. Pt reports the cause of not feeling stimulation on their left side was not determined. Pt reports a manufacturer representative (rep) made some adjustments. Pt reports that not feeling stimulation on their left side was resolved. Pt attached additional information to their letter: "since having the stimulator implanted I have not been able to sleep on my left side due to tingling all the way down to my toes. The morning I called I woke up on my left side and felt no tingling atall. It seemed strange to me not to feel anything. That is why I called the manufacturer. I went to see [the rep] at dr dryers office and [they] made some adjustments to the stimulator. When I told [them] about the way my stomach felt [they] turned the stimulator off and asked me to text [another rep] to let [them] know how my stomach felt while it was off and how my stomach felt when I turned it back on, which I did." Pt clarifies their stomach issues: "when the nurses were trying to wake me up after the temporary stimulator was attached to my back, I complained about the pain in my stomach. On our way home my stomach continued to hurt and hurt even worse when we hit a bump or uneven pavement. It continued to hurt for several weeks. Eventually it hurt less and less and now I have the sensation when something touches my stomach that I have a sore or wound on my skin even though I don't. My stomach itches constantly. I recently had an MRI on my right knee and when the stimulator was put in MRI mode the stomach sensations stopped immediately. After the MRI and I turned the therapy back on, the sensations started right back up."

Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6) implanted: (B)(6) 2025. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep that the managing physician does a permanent trial, described as: implanting a paddle lead in the epidural space for the trial. Paddle lead is used for trial, connected to trial stimulator with temporary extensions, and after 7 day trial the temporary extensions are removed and the paddle lead is connected to the implantable neurostimulator.